Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the customer, another patient¿s data appeared in the selected patients study after exporting to their pacs. The data mix-up was identified by the user and did not lead to any altered patient outcome.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the customer, another patient¿s data appeared in the selected patients study after exporting to their pacs. The data mix-up was identified by the user and did not lead to any altered patient outcome.

Manufacturer narrative:
The ultrasound system was tested at the customer site by the philips service engineer and adjusting the export image setting to end-exam resolved this issue. A thorough investigation was performed to identify the root cause of this issue, including an evaluation and analysis of the logs from the ultrasound system. The software engineering team was unable to identify the event from the system logs so no system malfunction could be confirmed. The system is still in service with no additional similar issues reported.